Event description:
It was reported that a faradrive steerable sheath clear was selected for use. It was mentioned that the sheath tip was defective when the device was opened. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
Additional information added to b5: describe event or problem.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. It was mentioned that the sheath tip was defective when the device was opened. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis. It was further reported that the issue occurred due to user handling. No visible external or internal damage on the packaging.

Manufacturer narrative:
The device has been received for analysis. Analysis of the returned dilator confirmed damage to the distal tip. This condition is consistent with previous investigations of dilators damaged during insertion, indicating that the dilator was compromised from a prior insertion and failed to withstand the sheath-dilator interface. Device history record (DHR) review: the DHR for cl14583 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. Risk review: a risk review was performed referencing the risks using a device with a non-smooth device shaft passing through a vessel during advancement/withdrawal. If the dilator tip is damaged/non-smooth, this could cause the edges of the dilator tip to potentially cause harm. This could have a maximum severity of up to 5 if a severe enough trauma occurred during the procedure. In regard to the event as described, there was no impact or risk to the patient, as the physician noted the damage to the tip and replaced the device, potentially delaying the procedure, where the severity associated with the event would be a 2. Based on all the information available, the "cause traced to component failure" cause code was selected for the allegation of "damaged/defective" as inspection confirmed the distal tip of the dilator to be damaged.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. It was mentioned that the sheath tip was defective when the device was opened. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory. It was further reported that the issue occurred due to user handling. No visible external or internal damage on the packaging